Event description:
Immediately following surgery on the right hip, rptr c/o unexplained pain in his thigh. The rptr felt as though "bonding never happened". Rptr states that his dr could not provide an explanation for his pain. After 3.5 years, loosening was evident via x-ray. After 4.5 years, severe loosening was evident via x-ray. By 5 years, the device has totally failed, and revision will be necessary. Rptr referred to a journal article from 11/97 that was written about this prosthesis. Rptr claims that in the article, 101 pts were followed (that had this device implanted), and results showed an "11.4 failure rate within 42.8 months". The failure of this device, per rptr, was due to "cement debonding". Rptr has attempted to speak to the MFR regarding this event, however he claims that the co will only let him speak to their lawyer. The rptr is concerned, because he feels that in the event that his leg would break, he would lose it forever.